Event description:
It was reported that the programmer had trouble communicating with the implanted device. The wand was replaced and it seemed to work better, but generated an error message during the next interrogation. The programmer was returned for service. Another programmer was readily available and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Corrupt software found on the hard drive that is unrelated to the reported interrogation issue.